Manufacturer narrative:
Visual and dimensional analysis was performed on the returned product. The reported material separation was confirmed. The reported difficulty removing was unable to be confirmed as it was related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported difficulty removing and material separation were related to procedural circumstances. Based on the reported information and evaluation of the returned device, it is likely that the difficulty removing and separation occurred due to interaction with the atherectomy device resulting in difficulty removing the barewire and the noted damage/separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with heavy calcification and no tortuosity. The barewire workhorse 315 delivery wire was used with the emboshield nav 6 and an atherectomy device got stuck on the wire during the procedure. Multiple attempts were made to free the atherectomy from the barewire and it was removed independently. Balloon dilatation was then performed over the barewire and after the dilatation the balloon got stuck on the barewire. The barewire, balloon and filter, which was still expanded, were removed together from the patient anatomy by simply pulling. The retrieval catheter could not be used to retrieve the filter because the balloon was stuck on the barewire. Upon inspection, the barewire was noted to be separated. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.